Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer had a fill estimate of 14 units of insulin and believed there was more insulin in the cartridge. Customer reloaded the cartridge onto the pump and received a minimum fill message. Customer reported, 150 units of insulin was able to be removed from the cartridge. Customer's blood glucose level was not impacted. Reportedly, the customer was able to successfully reload the cartridge onto the pump.